Manufacturer narrative:
According to the report, the radiologist sees approximately 2 patients per year in need of declotting for hero graft. He will refer on to the vascular surgeon and does not get involved in treating. This report represents the second of two patients. Although the product code is listed as hero 1001, both hero 1001 and hero 1002 are investigated. Multiple attempts were made to gather additional information regarding name(s) of vascular surgeons and hospital(s), patient comorbidities and/or operative notes for each case, when the thrombosis was first noticed in each patient, how quickly after implant of the hero graft the thrombosis occurred, and lot numbers of implanted hero grafts. All attempts were unsuccessful. A review of manufacturing records could not be performed as lot numbers for the hero devices are unknown. The dates of implant are unknown; therefore, shipping records could not be queried for possible lot numbers shipped to the hospital. A review was performed of the available information. The radiologist reported approximately two hero graft patients per year in need of declotting of the graft. Partial stenosis or full occlusion of prosthesis or vasculature is listed as a potential complication in the hero graft instructions for use (IFU). Hypercoagulability states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. Additional information, including patient medical history and hero graft implant/intervention notes, was not provided. The specific relationship between the hero graft and the reported occlusions cannot be assessed at this time without additional information. The root cause for the reported event is unknown; however, occlusion is a known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: partial stenosis or full occlusion of prosthesis or vasculature. The IFU states "the following patient considerations should be evaluated prior to initiating the implant procedure: the target artery must have an [interior diameter] ID of at least 3mm to provide adequate arterial inflow to support the graft." The IFU also states "as with conventional grafts, hero graft may occlude in patients with insufficient anticoagulation or noncompliance with anticoagulation medication."

Event description:
According to the report, the radiologist sees approximately 2 patients per year in need of declotting for hero graft. He will refer on to the vascular surgeon and does not get involved in treating. This report represents the second of two patients. Although the product code is listed as hero 1001, both hero 1001 and hero 1002 are investigated.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the radiologist sees approximately 2 patients per year in need of declotting for hero graft. He will refer on to the vascular surgeon and does not get involved in treating. This report represents the second of two patients. Although the product code is listed as hero 1001, both hero 1001 and hero 1002 are investigated.